Event description:
A consumer reported that while attempting an anterior vitrectomy there was not any irrigation. The vitrectomy cutter was working. The system was exchanged to complete the surgery. The consumer also report that they thought that the irrigation line was not connected during the event because a staff member was not sure how to use the system. There was no patient harm. No additional information is expected.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).